Event description:
Caller reported damage to the pump's housing around the usb port, which affected the ability to charge the pump and caused it to shut down. There was no impact on the customer¿s blood glucose level, remaining below 500 mg/dl. To resolve the issue, customer technical support (cts) arranged for the pump to be replaced and instructed the caller on how to put the pump into storage mode and return it using a prepaid label within 10 days. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy.

Manufacturer narrative:
MDR code: a141204.